Event description:
The customer reported that, during an unknown procedure, the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray was employed. The catheter reportedly separated from the manifold of the device, and the hub was cracked. Further information has been requested from the customer. The circumstances surrounding the usage and handling of the device leading up to the reported product failure were not reported. The product is reportedly ha been returned, the evaluation is in progress.

Manufacturer narrative:
B3 - date of event: estimated to be october 2017. D1 - brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. D4 - catalog #: c-utlmy-701j-rsc-abrm-hc-fst-a-rd. F10 ¿ patient code: no known impact or consequence to patient (2692) is not labeled. F10 ¿ device code: crack (1135) is not labeled. Initial information received and documented under emdr#1820334-2017-03723, on final review of the complaint it was determined a second complaint was required and is reported on this emdr. The event is currently under investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3. Not evaluated reason: b3 - date of event: estimated to be october 2017. D1 - brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. D4 - catalog #: c-utlmy-701j-rsc-abrm-hc-fst-a-rd. F10 ¿ patient code: no known impact or consequence to patient (2692) is not labeled. F10 ¿ device code: crack (1135) is not labeled. Initial information received and documented under emdr#1820334-2017-03723, on final review of the complaint it was determined a second complaint was required and is reported on this emdr. The event is currently under investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, trends and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. We received one used triple lumen central venous catheter back for investigation. Visual examination confirms the catheter has a portion of the shaft that is still attached to the manifold. It appears the portion of the catheter that is still attached is approximately 10mm in length. Also note, visual examination of the received catheter confirms a crack to be noted on the blue hub. Additional photos were taken to capture the manifold and portion of the catheter shaft still attached and additionally to capture each hub and the crack that was visible. Upon physical evaluation of each hub, a leak test was performed and could not confirm the presence of a leak at the white or red hubs. A leak was noted at the blue hub. No other damage was noted to the received device. Biomatter was present throughout the entire device.¿ additionally, the device was found to pass dimensional testing. There is no evidence within the device failure analysis to suggest this failure was manufacturing related. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were three other reported complaints for this lot number. Each complaint deriving from this lot number is directly related to the four complaints opened from the two returned devices from (B)(6) and have been reported accordingly-please note 2 of the 4 complaints for this lot were created for the failure mode "crack in the hub" and failure mode "manifold separation but both were reported under this MFR. Report while the other 2 of 4 for this lot, created for the failure mode "crack in the hub" and failure mode "manifold separation both were reported under another MFR. Report (1820334-2017-03723). Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. This failure mode has been escalated per internal processes. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.